Manufacturer narrative:
The subject device was returned to (B)(4). (B)(4) checked the subject device and found that the reported phenomenon was caused by the damage of the auxiliary channel. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based on the reported information, omsc surmised that the reported phenomenon might be attributed to following. The facility staff was trained insufficiently in the reprocess and/or the handling of the subject device in accordance with the instruction manual, it was difficult to remove the foreign material because the precleaning was not performed immediately after the procedure. The facility staff was trained insufficiently in the reprocess and/or the handling of the subject device in accordance with the instruction manual, it was difficult to remove the foreign material because during the precleaning and/or manual cleaning the appropriate reprocess and/or the appropriate amount of water feeding was not performed. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at the service department of (B)(4) it was found that the foreign material was coming out from the tip. The occurrence date of the event is unknown. There was no report of patient injury associated with the event.